Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05899, 0001825034-2018-05900, 0001825034-2018-05902.

Event description:
It was reported that approximately 6 weeks post implantation, the patient was noted to have developed cellulitis, requiring admission for antibiotic treatment. Attempts have been made and no further information has been provided.

Manufacturer narrative:
It was determined this device did not contribute to this event the the submission should be voided. Please void this reporting.